Event description:
Electrophysiology staff connected the device to a patient through a cardiotronix defibrillation adapter and cardiotronix electrodes during a cardioversion procedure. Reportedly, when the defibrillator discharged energy to the patient, the ECG on the device crt was inappropriately displayed as flatline trace.